Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that the health care professional (hcp) called for assistance with programming this pacemaker system into magnetic resonance imaging (MRI) protection mode. Technical services (ts) informed this is a non-conditional system as a lead safety switch (lss) was noted on this right atrial (ra) lead due to oversensed noisy signals and high capture thresholds. The MRI was not performed. No adverse patient effects were reported. This ra lead remains in service. Additional information was received that stated that this ra lead was replaced. During further evaluation, high out-of-range pacing impedance measurements greater than 3000 ohms were observed on fluoroscopy. This ra lead was surgically abandoned, and a new ra lead was successfully implanted. No additional adverse patient effects were reported outside of the revision procedure.

Event description:
It was reported that the health care professional (hcp) called for assistance with programming this pacemaker system into magnetic resonance imaging (MRI) protection mode. Technical services (ts) informed this is a non-conditional system as a lead safety switch (lss) was noted on this right atrial (ra) lead due to oversensed noisy signals and high capture thresholds. The MRI was not performed. No adverse patient effects were reported. This ra lead remains in service.